Event description:
A customer contacted baxter's technical service center to report having a system error 2240 (air in line) alarm with the homechoice (hc) machine during dwell 1 of 4. The care giver (cg) stated the supply bag fell and disconnected from the setup. The technical service representative (tsr) advised the cg to cycle power to clear the alarm which was followed by a system error 2367. The cg ended therapy and was advised to disconnect using aseptic technique. The cg would notify the nurse of the alarm and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance was contacted by the cg regarding the reported event. The cg stated a bag became disconnected from the setup but they do not know how. The cg did not have any form of samples or lot numbers for any of the supplies used that night. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.